Manufacturer narrative:
Investigation found that the pump delivered under by 5%. The pump was calibrated to resolve the issue.

Event description:
Customer stated that the pump over delivered. It delivered 120 ml instead of 100 ml at rate 12 ml/hr. There was no patient impact reported.